Event description:
It was reported that the patient expired. The reporter indicated that the death was unrelated to the implanted system. The patient had respiratory difficulties. The cause of death was not reported. The pump contained baclofen 2000 mcg/ml at a dose of 400.5 mcg/day. Per the reporter, the infusion mode was "stopped".